Event description:
It was reported that during an unknown procedure, the upper jaw compartment was broken while attempting to grasp tissue. The broken jaw compartment was retrieved. It is unknown what was used to complete the procedure.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached and partially returned. Upon inspection it was noted that the returned detached jaw had severe damage it was broken in half. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). Additional analysis results: the device was received in the cincinnati pi lab with the upper jaw separated from the device. Additionally part of the upper jaw was broken at the distal end of the jaw. Part of the broken section was not received with the device. The jaw was visually examined and images of the fracture were taken with an optical microscope. The part was then examined in the scanning electron microscope (sem) to evaluate the mode of the fracture. The jaw is made using a metal injection molding (mim) process and one possible source of a part fracture is a green state where there is incomplete bonding in the part. Sem examination showed that the part was properly molded and there was no green state crack present. The failure mode was transgranular cleavage where the part fractured through the metal grains. This is typical of a mim part that is heat treated to the high hardness specified for this component. Conclusion: the part broke as a result of a load being applied that was in excess of the design load of the part. It is uncertain the source of the excessive load.